Event description:
It was reported that a cartridge became stuck inside the ilet pump when the connector broke, leaving fragments lodged in the pump threads, which prevented disconnection of the reservoir. Investigation included communication with the school nurse and caregiver, and analysis of information provided by the user. Investigation of this case revealed a mechanical problem involving failure to disconnect due to a component issue in the reservoir interface. No clinical signs, symptoms, or injury during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.